Event description:
It was reported that at the start of a laser stone procedure, the " fiber burnt through at the point of entry into the uteroscope where the surgeon holds it". The "machine was stopped immediately; everyone was checked to be ok". The fiber was replaced and the procedure was completed using a second fiber. A member of the theatre staff stated: "I feel it was probably slightly to much pressure at a point of angulation (entry to the scope)". Patient outcome: "ok". There was no injury reported to patient or staff.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is fractured but still attached by the blue jacket at 1 foot 10 inches from the distal end; the blue jacket shows signs of melting at the fracture; the total length of the fiber is 12 feet ½ inches; the fiber tip shows signs of usage; the glass fiber distal end does not extend from the blue jacket. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.